Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they were told by their reps that they were not supposed to go through a metal detector" but said the hospital they go to where their son is in the ICU has an evolve weapons detector, which the hospital said isn't a metal detector. Pt said they "felt a slight sensation on monday when I was walking through". Reviewed airport security guidelines.